Manufacturer narrative:
The device was returned for analysis. The reported unformed knot that appears curly (unraveled) could not be confirmed as the suture was not returned for analysis. Factors that may contribute to an unformed knot that appears curly (unraveled) include, but are not limited to; knot tensioning angle not coaxial or nonrail (white) suture is tensioned/advanced. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. No imaging of the access site was performed prior to proglide use. It should be noted that the proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: device code 2524 removed.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic neurological procedure. Reportedly, femoral imaging of the access site was not performed prior to proglide use. The proglide was used in an attempt to close the vessel; the artery continued to bleed because the knot was not made. The suture was noted to be curly. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The operator, in training, did not have an abbott trainer present during use. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that right common femoral arteriotomy closure was attempted using a proglide device with a 6f sheath after a diagnostic neurological procedure. Femoral imaging was not performed. Reportedly, after the knot was tightened, the artery continued to bleed because the suture knot wasn¿t made. The suture was noted to be curly. Manual arterial compression was used to achieve hemostasis. No imaging was taken of the access site prior to use. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.